Manufacturer narrative:
Block d4: UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "infection, urinary tract" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the

Event description:
It was reported the patient was admitted to the hospital for a urinary tract infection (uti). This is the patient's fifth uti in three months. The patient is also in memory care and has been to the hospital and post-acute facilities for over two months. So, there was no therapy in progress from their neurostimulator device for several months. While in the hospital, the patient was low on sodium and was given an IV. The urine culture results are pending, so an antibiotic can be determined. Two of the last five urine cultures required seven days of IV, three times each day, and still they have returned rapidly. The therapy support specialist (tss) clarified the patient's utis keep returning. It is currently unknown if the utis or low sodium is related to the patient's device. The patient was released from the hospital and has gone back to the memory care facility. The patient is going to hospice comfort care since their mental and physical abilities are declining. The physician thinks the patient may have six months left. They are unsure why the patient is getting utis, but that is not the main concern at this time.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient was admitted to the hospital for a urinary tract infection (uti). This is the patient's fifth uti in three months. The patient is also in memory care and has been to the hospital and post-acute facilities for over two months. So, there was no therapy in progress from their neurostimulator device for several months. While in the hospital, the patient was low on sodium and was given an IV. The urine culture results are pending, so an antibiotic can be determined. Two of the last five urine cultures required seven days of IV, three times each day, and still they have returned rapidly. The therapy support specialist (tss) clarified the patient's utis keep returning. It is currently unknown if the utis or low sodium is related to the patient's device. The patient was released from the hospital and has gone back to the memory care facility. The patient is going to hospice comfort care since their mental and physical abilities are declining. The physician thinks the patient may have six months left. They are unsure why the patient is getting utis, but that is not the main concern at this time.